Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited helix mechanism issue resulting in unspecified helix rotation issue. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event helix mechanism issue was confirmed. A complete lead was returned in one piece. The lead was returned with the helix extended, stretched, bent, and clogged with blood/tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with the procedural damage. Visual and x-ray examination of the helix mechanism found stretched and bent in the helix region that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix damaged with blood/tissue in the helix region and over torqued of the inner coil.